Event description:
It was reported that the right atrial (ra) lead dislodged shortly after the incision was closed. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.